Event description:
It was reported that before the use of the bd syringe and needle there was a broken syringe barrel and there were particles in the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
On (B)(6) 2018, the customer confirmed that there was no complaint against the previously reported device and the complaint will be canceled. No further investigation activities will be conducted. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Initial reporter phone#:(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before the use of the bd¿ syringe and needle there was a broken syringe barrel and there were particles in the syringe. There was no report of exposure, serious injury or medical intervention.